Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure, the physician was using a microdebrider. After switching to the other nostril, the physician noticed that the blade was not rotating. Upon removing the quadcut blade from the microdebrider, it was observed that a piece of the blade had broken off. The blade broke while being used on a patient, specifically at the end that connects to the hub. The device was being operated at 5 ,000 rpm when the incident occurred. The white end of the blade broke inside the handpiece. The procedure was successfully completed using a backup product, and there was no impact to the patient.

Manufacturer narrative:
The previously updated code d16 were no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.